Event description:
Litigation papers allege the following: on or about (B)(6) 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: her implant clicks, pops and makes grating and grinding noises. She suffers from persistent and severe pain and discomfort in her hips and buttocks, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated. On or about (B)(6), 2011, patients physician examined and tested her blood levels for cobalt and chromium. Blood test results indicated patient has highly toxic levels of cobalt and chromium in her blood. Her cobalt level is a staggering 19 times the occupational level while her chromium levels reported at 11. Patient is scheduled for revision surgery. (B)(6) 2011 - the sales rep reported the revision surgery. Patient was revised due to pain and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: on or about (B)(6) 2009, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: her implant clicks, pops and makes grating and grinding noises. She suffers from persistent and severe pain and discomfort in her hips and buttocks, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated. On or about (B)(6) 2011, patient's physician examined and tested her blood levels for cobalt and chromium. Blood test results indicated patient has highly toxic levels of cobalt and chromium in her blood. Her cobalt level is a staggering 19 times the occupational level while her chromium levels reported at 11. Patient is scheduled for revision surgery. Update: (B)(4) 2011 - the sales rep reported the revision surgery. Patient was revised due to pain and osteolysis. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the following: on or about (B)(6) 2009, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: her implant clicks, pops and makes "grating" and "grinding" noises. She suffers from persistent and severe pain and discomfort in her hips and buttocks, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated. On or about (B)(6) 2011, pt's physician examined and tested her blood levels for cobalt and chromium. Blood test results indicated pt has highly toxic levels of cobalt and chromium in her blood. Her cobalt level is a staggering 19 times the occupational level while her chromium levels reported at 11. Pt is scheduled for revision surgery.